Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail bracket was bent, causing the siderail to not latch. The technician straightened the bracket to repair the bed.